Event description:
It was reported that the patient felt the pacing that occurred during the lead impedance check. The device was reprogrammed, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4592 implantable pacing lead (B)(6) 2012. (B)(4).